Event description:
It was reported that the patent underwent an ambicor penile prosthesis (app) procedure due to unknown reason. The old app was removed and a new ambicor was implanted. No patient complications were reported in relation to his event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The app was removed because the patient had only one cylinder, the other was removed due to an erosion years ago. The patient had a good outcome. No more information is available.